Manufacturer narrative:
(B)(4)

Event description:
It was reported when an asymptomatic patient presented to the clinic for a routine follow-up, right ventricular lead noise was observed on several noise reversion episodes. The cause of lead noise is unknown. The lead was capped and replaced. No further information is available.